Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1706225p. Medical device expiration date: 05/31/2022. Device manufacture date: 06/12/2017. Medical device lot #: 1707227. Medical device expiration date: 06/30/2022. Device manufacture date: 07/06/2017. Medical device lot #: 1707208. Medical device expiration date: 06/30/2022. Device manufacture date: 07/04/2017 . (B)(4). Investigative summary: it has been received 2 pictures for investigation. On visual inspection of the 2 pictures received it can be observed a polypropylene fiber inside the syringe (since it is transparent in some parts over the stopper). Twelve retained samples of lots: 1707227, 1706225 and 1707208 are evaluated. On visual inspection of the (B)(4) retained samples (12 per lot) no fiber or foreign matter can be observed in any of them. DHR of lots 1707227/ 1706225/ 1707208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Polypropylene particles/fibers come from molding and transport processes. Manufacturing line of this reference product has installed a blowing-vacuum cleaning system for particles. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Equipment of manufacturing line is regularly cleaned according to procedure. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Since no incidence has been found in DHR review and no defect has been found in the retained samples evaluated, a definitive root cause cannot be determined however the incident is reported to area manager. Investigative conclusion: defect: polypropylene fiber inside the syringe (foreign matter) it has been received 2 pictures for investigation. On visual inspection of the 2 pictures received, it can be observed a polypropylene fiber inside the syringe (since it is transparent in some parts over the stopper). Twelve retained samples of lots: 1707227, 1706225 and 1707208 are evaluated. On visual inspection of the (B)(4) retained samples (12 per lot) no fiber or foreign matter can be observed in any of them. DHR of lots 1707227/ 1706225/ 1707208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Polypropylene particles/fibers come from molding and transport processes. Manufacturing line of this reference product has installed a blowing-vacuum cleaning system for particles. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection; molding 2 injections per shift; printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift; assembly (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift; packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet. Since no incidence has been found in DHR review and no defect has been found in the retained samples evaluated, a definitive root cause cannot be determined however the incident is reported to area manager. Root cause: since no incidence has been found in DHR review and no defect has been found in the retained samples evaluated, a definitive root cause cannot be determined.

Event description:
It was reported, the bd plastipak¿ 50ml concentric luer lock syringe had a kind of plastic hair inside making it unusable. Found before use. No serious injury or medical intervention noted.